Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family was reported via phone call that, the customer low high blood glucose of 44 mg/dl nd could not figure out how to suspend the pump. The low blood glucose was treated with juice and current blood glucose recorded was 51 mg/dl. Customer declined troubleshooting for the loe blood glucose. Customer was able to successfully suspend the pump. The device is not expected to be returned for analysis.